Event description:
The rep reported the device was used during a laparoscopic bilateral hernia repair. It was reported the ems stapler misfired. Another ems was opened to complete the case. There was no consequence to the pt.